Event description:
It was reported that patient was scheduled for a ventricular lead reposition due to a history of high pacing threshold. Patient symptoms were not seen in patient chart record. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.